Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr414 optiflow junior 2 nasal cannula was broken next to the connector end (swivel grip). The facility further reported that the patient required an increase to 30% fio2 due to oxygen desaturations, but this was returned to 21% fio2 upon replacement of the cannula. No further patient consequences were reported.